Event description:
During shaving procedure, metal abrasion was recognised. It is unknown at this time if the site was flushed to remove the debris. Emails were sent to sales rep.

Manufacturer narrative:
The device has not been returned for evaluation. (B)(4).

Manufacturer narrative:
One unused device was returned for evaluation and visually evaluated at 10x with an eye loop, and galling was visible about a ½'' from the slough chamber. Scoring was evident on the device bushing which is consistent with the inner blade riding on the sheath of the outer blade. The blade assembly was confirmed to be bent, and measured for tir. The tir of the outer blade was confirmed to be .0105'', and the inner blade was confirmed to be .0070''. The result of the tir measurements as well as the scoring of the device bushing, and sheath indicate that an external side load was applied to the device that would not have occurred during the manufacturing process review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot and part number on file. No further investigation is warranted at this time. (B)(4).